Manufacturer narrative:
(B)(4). One oxygen (02) sensor was returned for investigation. Visual inspection found no anomalies. It was installed into a failure investigation test ventilator for analysis, and passed tests and calibrations. The test ventilator was set into ventilation mode for a minimum of 24 hours, and no errors or alarms occurred. The customer reported malfunction was not verified.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the o2 sensor to resolve the issue. The unit then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a respiratory therapist was unable to complete the oxygen sensor (o2) calibration without the ventilator generating an alarm. The patient was transferred to another ventilator without harm.